Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests were performed. The 100t did not pass, with opens found between lines 1 to 3 and 2 to 6. The gbit test passed. Both gbit and 100t testing were performed using a cable validator-nt900. The cable passed visual inspection. The reported event was confirmed.

Manufacturer narrative:
Event problem and evaluation: * on 27-oct-2016, a medtronic representative went to the site to test the equipment. The umbilical cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. * the mobile view station (mvs) interface cable assembly was returned to the manufacturer, and an evaluation is in progress.

Event description:
A site representative reported that when the imaging system was being used during a spinal fusion cervical procedure, after taking a few fluoro shots, the system stopped mid-way through a 3d spin and went into standalone mode. Re-booting the system a couple of times did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.